Manufacturer narrative:
There has been no product returned for evaluation to date. Therefore, no conclusion can be drawn. A follow up report will be submitted when/if product is returned and evaluated.

Event description:
It was reported that the ring broke as it was being implanted. Another paristomal patch was used to complete the procedure.